Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose level was 48 mg/dl at the time of incident. Customer was sweating and nauseated. Customer treated low blood glucose with orange juice. Customer declined troubleshooting for low blood glucose level. Customer was in manual mode. Sensor was not working. Delivery was suspended. The insulin pump will not be returned for analysis.